Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the xience xpedition stent delivery system (sds) was inserted to the moderately calcified target lesion in the mid right coronary artery and the sds was inflated. It was then noted that the stent was not on the sds. The stent was found inside the yellow sheath, outside of the anatomy. There was no reported resistance in removing the yellow sheath from the sds. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.